Event description:
The customer reported that the dilator in the kit was too stiff, causing a laceration of the renal pelvis during a nephrostomy procedure. The pt was reported to be fine post procedure. No add'l harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn.